Event description:
A customer reported that a unicel dxc 600 pro synchron system was failing modular glucose calibration. While troubleshooting the instrument with beckman coulter (bec) hotline support, the customer observed liquid around the electrolyte injection cup and possible leaking from the modular sample probe. The leak was contained to the instrument. The operator was wearing gloves, safety glasses, and a lab coat when the leak was found. There were no reports of direct contact with the leak or of injury due to the leak. There were no erroneous results generated as a result of the leak.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse confirmed a leak from the modular chemistry sample probe. The fse replaced the sample probe wash collar valve to correct the leak and glucose calibration failure. Bec internal identifier for this report is (B)(4).